Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The issue was detected during setup so there was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility the service representative replaced the touch screen and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was "off" such that one must touch below the item in order to select it on the screen. The issue was detected during setup so there was no patient involvement.